Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. Device received with missing display window cover, pillowing keypad overlay, cracked case behind the device at the battery compartment and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the button of insulin pump were unresponsive and no longer working. Customer stated insulin pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.